Event description:
It was reported that shaft leak occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 20mm synergy xd drug-eluting stent was selected for treatment. During the procedure, while the stent was being prepared inside the patient, blood was observed being drawn back into the inflation device which signified some sort of leak in the shaft of the stent. A kinked was also noted. The procedure was completed with a different device, and there were no patient complications.